Event description:
While attempting to cross a calcified lesion in the iliac artery, a strut on the distal portion of the stent uplifted. Per report, this prevented the stent from crossing the lesion. The stent was not deployed and the device was removed from the pt without incident. The physician attempted to crimp the stent back to its normal position, but he could not get an adequate result. Another stent was used to successfully complete the procedure. No add'l pt, lesion/vessel or procedural info was provided. A clinically used opta pro sds was returned for analysis. The stent was still mounted on the balloon. One distal stent was found to be up-lifted. In addition, the balloon had a leakage at the position of the distal end of the stent. Sem analysis performed on the outer surface of the balloon material revealed 2 leakages with no clear evidence of surface abrasions that might have caused the balloon leakages. Microscopic examination revealed clear stent marks on the balloon material indicating that the stent was crimped on the balloon properly. Mfg records for this lot were reviewed and the results indicate that the product met quality requirements for product acceptance. It is possible that the stent strut became up-lifted and the balloon leakages occurred during attempts to cross the lesion. In this case, lesion characteristics and procedural factors likely contributed to the reported event. This complaint was originally deemed not reportable. Due to the discovery of the balloon leakage during product analysis, this complaint is now reportable as a malfunction under the medical device reporting guidelines.